Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. The paramedics were called to assist with past low blood glucose events. Customer stated that she is stable by the time the paramedics arrive. Nothing further reported.